Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted about a month ago, and a right ventricular (rv) lead from another manufacturer exhibited high out of range shock impedance measurements in all vectors. It was noted that a lead revision was planned. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating a revision procedure took place. The pocket was reopened and it was found that the df-1 pin of the rv lead was not inserted properly into the header. The pin was repositioned in the header and the set-screw was tightened. Normal impedance measurements were noted following the revision. No additional adverse patient effects were reported.